Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report an issue against the liberty cycler sets. The patient stated that the exsept causes her itching and irritation. There was patient involvement, and there was harm or an adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).